Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician was able to interrogate the patient's generator successfully, but then could not do any reprogramming as he kept getting error messages. He also stated that he got "weird results" upon interrogation. Follow-up by a company representative reveals that the patient had high impedance on system diagnostics. The physician elected not to turn the patient's device off as recommended. Company representative was able to confirm proper functionality of the physician's programming system and the programming issue was likely due to emi as the physician had the handheld plugged into the wall at the time. X-rays of the patient's device were received and reviewed by the manufacturer. Upon review, a gross lead fracture was visualized. No known patient manipulation or trauma occurred that is believed to have caused or contributed to the lead fracture, though the patient is developmentally delayed and something could have happened to cause a fracture. The patient will be scheduled for revision surgery, but it has not occurred to date.